Event description:
It was reported that the colonovideoscope did not produce an image. The issue occurred during a diagnostic colonoscopy. The procedure was completed with a backup device and a slight procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely fluid invasion of the scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.